Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a ketone level identified as dangerous. Bg value was not provided and cause was not known. The customer addressed the bg level by delivering insulin manually. During troubleshooting, a system check was performed and the pump was performing as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.